Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 407658 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the during the implant procedure, the atrial lead was difficult to position and the lead was kept in the present location. One day post-implant, the lead was noted with double counting of p-waves and there were multiple episodes of mode switch. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.